Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Internal bushing pin sheared off. Inspection of the shaft diameter and material hardness confirmed conformance to print speification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-operative diagnosis: thoracolumbar stenosis requiring decompression/ fusion. Type of procedure: posterior thoracolumbar spinal fusion it was reported that on (B)(6) 2016, intra-op, while inserting a posterior pedicle multi axial screw the lock sleeve driver tip broke off inside the screw. As the screw was not fully seated, the surgeon had to "waste" a set screw and a 30 mm rod, and the mas screw to remove it. The product came in contact with the patient and it broke. No fragments remained inside the patient. No patient complications were reported as a result of this event.